Event description:
It was reported that the 9800 system displayed a precharge voltage error and reboot would not clear error. It was noted that this happened while doing a case on a large pt. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the battery pack. The system was tested and found to be working as intended, and placed back into service.